Manufacturer narrative:
The reliability analysis inspected one opened and or used enlite sensor and performed bicarbonate buffer test per. The sensor failed per spec due to high readings. The cannula was also found to be bent. It was unable to confirm that the customer received sensor in said condition due to customer returning opened and or used.

Event description:
The customer reported via phone call of issues with their sensor. The customer states their readings have been off. The customer states the pump alarmed their level was 75mg/dl, but it was really 140mg/dl. The customer states they removed the sensor and noticed the cannula had a slight bent. The customer's most current level was 108mg/dl, and their sensor reading was unavailable. Troubleshoot was conducted. The customer was advised that the bent cannula was the contributing factor in the blood glucose readings. The customer was advised the sensor would be replaced and returned for analysis.